Event description:
It was reported that the patient was implanted in (B)(6) 2006 and benefited from his device. Latest testing in situ showed 8 electrode channels in status hi and 2 electrode channels in status s/c. No accident or trauma is known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.